Manufacturer narrative:
(B)(4). Internal file number - (B)(4): the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified, and de novo peroneal artery. A 2.0 x 150 armada 18 balloon catheter was prepped per the instructions for use and inserted into the patient over an 0.18 unspecified guidewire. When attempting to inflate the balloon, it was noticed there was a hole in the balloon and it could not inflate. It was removed from the anatomy and it was confirmed when attempting to inflate the balloon outside the patient that fluid leaked from the proximal end of the balloon. The procedure was successfully completed with another armada 18 balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.